Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5152738.

Event description:
Voluntary medwatch received states it was reported that the patient presented in clinic for a follow up. Insufficient information of a malfunction on the right ventricular (rv) lead. No changes or intervention were reported. The patient condition was unknown.

Event description:
Voluntary medwatch received states it was reported that the patient presented in clinic for a follow up. It was noted that superior vena cava (svc) coil was out of range and noise on the right ventricular (rv) lead. No changes or intervention were reported. The patient condition was unknown.

Manufacturer narrative:
Correction: b5 statement of svc coil being out of range should have been mentioned.

Manufacturer narrative:
Correction: b5 and h6 for noise not insufficient information.

Event description:
Voluntary medwatch received states it was reported that the patient presented in clinic for a follow up. Noise on the right ventricular (rv) lead. No changes or intervention were reported. The patient condition was unknown.